Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Performed testing per specification, and no occlusions were noted.

Event description:
It was reported that the customer received excessive no delivery alarms. The customer's blood glucose level was 318 mg/dl. She was unable to complete the manual prime process because she received a no delivery alarm. The reservoir was occluded. The product will return. Nothing further to report.